Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/19/2019.

Event description:
It was reported that the ventilators oxygen transport manifold was leaking. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the oxygen manifold bracket to address the reported issue and the ventilator was returned to use.